Event description:
It was reported that this was a closure using a proglide device relative to an unspecified procedure. Reportedly, a guide separation was noted when the device was being introduced thru the guide wire. The device broke into two pieces at the guide. The separated portion of the guide (the black sheath) was simply removed from the anatomy, without additional intervention. No resistance was noted during insertion of the proglide device into the patient anatomy. No resistance was noted during removal of the proglide device from the anatomy. No vessel damage was noted. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The material separation and break were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. However, the subsequent treatment appears to be related to the circumstance of the procedure. In this case, it is possible, an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment, or torsional manipulation of the device during insertion or with the foot deployed contributed to the reported difficulties; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: when the device was placed in a 45-degree position to release the anchors, it broke, and it was removed immediately. The reported device breaking into two pieces at the guide was referring to a portion of the guide separating, approximately 1 centimeter. A guide break occurred but the device was still held together by the actuator wire. The 1 centimeter portion of the separated guide did not land inside the patient anatomy and therefore did not have to be retrieved from the anatomy. No additional information was provided.